Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 200 mg/dl and 300 mg/dl at the highest. The customer delivered a correction bolus with the pump and changed out the supplies to address bg level. The customer reported was unsure of the cause of the bg level. Tandem technical support was unable to perform troubleshooting as the event occurred in the past. Recommendation was made to consult with their healthcare provided about the high bg levels occurrence. Customer acknowledged.